Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, when the laser fiber was tested it was noted to be broken and sparks were coming out from the break. Reportedly, there was no burn injury to the nurse/physician. When the user wind it up and put it back inside the package, it snapped in several spots. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event.